Event description:
Procedure: laparotomy cholecystectomy. Reportedly, while using the device, the surgeon felt the grasping force of the jaw to the instrument was not strong enough. The clip fell from the jaw. The clip was retrieved. No patient injury reported.